Manufacturer narrative:
Insulin pump received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 100 mg/dl. The customer reported that she had changed the battery 4 times in 12 hours. The customer stated that the battery in use was aa battery only. The customer was able to clear the alarm and rewind the insulin pump. The customer reported that the had previously called to report power error detected alarm and the alarm recurred within a week of previous troubleshooting. The insulin pump will be returned for analysis.